Event description:
The customer reported that the system will not intermittently boot up. No patient injury was reported.

Manufacturer narrative:
The system failed to boot and the right monitor displayed a drive error / media error and a reference to the rtos. Customer needed system quickly for patient care, so the ge rep reloaded the software. The system continued to lock up. The system was down. The ge rep installed a new hard drive, rtos and gpos, reloaded software, loaded configuration and calibration files. He booted the system several times. Boot time is consistently in the 2 minutes 45 seconds range. He asked the customer to occasionally boot system throughout the day to ensure repair. This case is complete.